Event description:
It was reported that pump displayed malfunction alarm code 12 and could not be shut down or put into storage mode despite multiple attempts, although no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was assisted with pump reset efforts that did not resolve issue, and was advised to allow battery to fully deplete, return malfunctioning pump within 10 days using provided shipping materials, and then set up replacement pump with updated software, including reprogramming pump settings and reconnecting continuous glucose monitor; customer currently had no backup insulin therapy and planned to contact healthcare provider while technical support arranged shipment of replacement pump.